Event description:
The complaint reported as: before use, a pre-test was carried out with air and the balloon deflated immediately. No report of pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint can not be confirmed since the sample was not returned for investigation, however, we will continue to monitor and trend relating complaints.